Event description:
It was reported that shortly after generator replacement, low output current was seen. The lead impedance was noted to be ok. No additional relevant information has been received to date.